Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced painful sexual intercourse, erosion, chronic pelvic, vaginal and abdominal pain, vaginal bleeding, discharge, recurrence of incontinence, depression, anxiety, urinary problems and bowel problems. It was reported that patient underwent mesh revision and implantation of an avaulta mesh manufactured by bard on (B)(6) 2009; and mesh revisions on (B)(6) 2009 and (B)(6) 2010 due to mesh erosion and mesh revision on (B)(6) 2013 due to mesh extrusion. No additional information was provided

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2006. No additional information was provided.